Event description:
It was reported that the insulin pump was returned for scrap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump alarmed during the prime test due to a loose motor support disk.